Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It as reported that the bd syringe 5ml ll bns had foreign matter. The following information was provided by the initial reporter: dirty syringe found in the preparation before production.

Manufacturer narrative:
(B)(4) - supplemental MDR - foreign matter. One sample and two photos of a 5 ml luer-lok syringe were received for evaluation. The loose sample contained brown particulate matter in the non-fluid path, which appears consistent with cardboard. Both photographs show a syringe with similar brown particulate present in the non-fluid path area. The condition observed is non-conforming per product specification. Potential root cause for the foreign matter non-fluid path defect is associated with the bulk handling process. Furthermore, a device history record review was completed for provided lot number 4305261. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.